Event description:
The dr. Had a patient that presented with a cyst on the distal end of the tibia 3 months post op. The patient was scheduled to have the calaxo screw removed, but later cancelled due to the cyst subsiding.

Manufacturer narrative:
Reinforced surgical technique to customer. Device is not being returned for evaluation.